Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedance measurements due to myopotential oversensing. Right ventricular intrinsic amplitude out of range noted. No inhibition of pacing intrinsic is marching though. Boston scientific technical services (ts) suggested reprogramming options. This patient will be evaluated at the clinic. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedance measurements due to myopotential oversensing. Right ventricular intrinsic amplitude out of range noted. No inhibition of pacing intrinsic is marching though. Boston scientific technical services (ts) suggested reprogramming options. This patient will be evaluated at the clinic. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: device codes h6.